Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak from the catheter was confirmed, but the exact cause could not be determined from the returned sample. Three photos, a video, and a physical sample were returned for investigation. The video showed a groshong s/l PICC extending from an exit site. The video showed fluid spraying from what appeared to be the catheter near the 45 cm depth mark. The 45cm depth mark was positioned near the exit site. The photos showed what appeared to be the same sample that was in the video with fluid near the exit site. The returned groshong PICC exhibited evidence of use. The stylet had been removed from the 4 fr s/l groshong catheter and a two-piece connector was attached and secured to the proximal end of the catheter. The strain relief oversleeve was discolored. The catheter extended 43.0cm from the distal end of the strain relief oversleeve. The groshong 3-position valve and the tungsten plug are visible at the distal end of the catheter. A functional test of the returned sample revealed no leaks in any part of the catheter. The depth marks on the returned sample where the tubing exits the connector do not match the markings on the catheter in the photos. It was reported that the damaged section of catheter was cut away from the physical sample, but it was not returned for investigation. Without the physical sample of the damaged section, the exact cause of the leak could not be determined. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported by the nurse that the patient who has been suffering from multiple myeloma underwent groshong PICC placement via basilic vein of the left hand under ultrasound guidance on (B)(6) 2016. It was found that leakage of red potion for chemotherapy occurred under the pasting film during chemotherapy on (B)(6) 2017 and that the infusion drug was doxorubicin. The condition was reported to the head nurse by the operation nurse. The catheter was smooth when drawing the blood, and seepage was not found at the puncture site during injection of the normal saline after discarding the blood. The leakage point was not found until the catheter was pulled out for 1.5cm by the nurse. The doctors were invited to make a consultation after the emergency treatment, with the resulting treatment of local closure + magnesium sulfate wet packing conducted on the patient, and the extension tube replaced by a new one after trimming the catheter. Currently, the catheter has not been pulled out for the patient's treatment need, and it's decided that the catheter will be pulled out after this treatment through communication. Redness occurred at the puncture site over the weekend, and the patient complained of general pain.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the nurse that the patient who has been suffering from multiple myeloma underwent groshong PICC placement via basilic vein of the left hand under ultrasound guidance on (B)(6) 2016. It was found that leakage of red potion for chemotherapy occurred under the pasting film during chemotherapy on (B)(6) 2017 and that the infusion drug was doxorubicin. The condition was reported to the head nurse by the operation nurse. The catheter was smooth when drawing the blood, and seepage was not found at the puncture site during injection of the normal saline after discarding the blood. The leakage point was not found until the catheter was pulled out for 1.5cm by the nurse. The doctors were invited to make a consultation after the emergency treatment, with the resulting treatment of local closure + magnesium sulfate wet packing conducted on the patient, and the extension tube replaced by a new one after trimming the catheter. Currently, the catheter has not been pulled out for the patient's treatment need, and it's decided that the catheter will be pulled out after this treatment through communication. Redness occurred at the puncture site over the weekend, and the patient complained of general pain.